Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department. The customer's report was not replicated or confirmed. The device was put through extensive testing, which included bench handling, power cycling and full functionality stress testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed no critical errors that would result in the device failing the self test in rescue mode. Evidence/communication supports the customer's report was unsubstantiated. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.